Manufacturer narrative:
Investigation is ongoing, pending review of imaging. (B)(4).

Event description:
Post deployment of the sapien xt valve, the pressure dropped and the patient was placed on bypass. A rupture was suspected, so the valve was explanted. The pre tavr imaging noted an interventricular septal aneurysm and moderate calcification in the annulus. The 3mensio imaging was reviewed by the team and it was decided that cta measurements were correct and that a high implant would be the best option. The 29mm sapien xt thv was deployed at nominal volume in a high position, 90:10 aortic/ventricular, to avoid the interventricular aneurysm and get the maximum amount of valve frame on the aorta. After deployment the patients' blood pressure failed to return to baseline and stayed under 50mmhg systolic. The patient went into ventricular tachycardia was defibrillated. Despite pharmacologic intervention the blood pressure failed to return and rapid ventricular arrhythmia persisted. CPR was initiated. Aortography showed what appeared to be severe ai. The left main was visualized well with no occlusion. The rca was not visualized. The decision was made to go onto circulatory support with bypass. Simultaneously, two additional cc of volume were added to the delivery balloon and an additional inflation was performed. It was decided that the ai was unlikely to be the cause and that aortography was of little help due to there not being any forward flow. Attention then turned to the right coronary since it did not fill and ra pressures had risen to 40mmhg. An rv infarct was suspected. A tee showed no evidence of effusion and the valve looked positioned as planned. The rca was difficult to cannulate so the chest was opened to visualize the heart and diagnose the problem. The rca was bypassed with a svg, although the surgeon commented that the rca was patent and this was unlikely the problem. Seeing no overt cause but suspecting a rupture, attention turned to the thv which was subsequently explanted. Upon explant the surgeon noted a perforation of the pulmonary artery which did not appear to be related to the swan-ganz catheter. The physician believed that the pa perforation was caused by the calcium in the annulus pushing against the pulmonary artery. Upon further exploration, a significant dissection on the left lateral side of the heart that followed the path of the lad-lcx was noted, which appeared to originate at the annular level between the left and right coronary cusp. This was 180 degrees away from the aneurysm. There was also a dissection plane that followed the rca to the back of the heart. The surgeon believed that the blood exited the dissection, traveled along the path of least resistance which was the coronaries since there was significant adhesion of the heart to the pericardial sac. There was no effusion since the adhesions were containing the blood. A 21mm trifecta surgical heart valve was implanted in the annulus where the thv had been. A pericardial patch was placed over the ruptured site which was in the septum. After this portion of the procedure the patient was pacer dependent and had a systolic pressure in the high nineties. The patient did leave the or not on pump with a systolic pressure in the nineties. At last report, the patient remained hemodynamically unstable. The consensus of the heart team was that this was a very sick patient with a poor quality heart. The event was a rare complication that could not have been predicted. The patient's native annulus measured 564 mm2 via CT, measured 21.2x 32.0, with mild calcification and mild tortuosity.

Manufacturer narrative:
Limited cine images of the procedure were provided to edwards by the facility for internal review. The images were reviewed by an edwards¿s physician proctor and the following observations were made (B)(4): artifact noted on CT images. Pacemaker leads creating artifact on imaging. Mild calcium noted on native leaflets. Edwards sov measurement 31 x 33mm. Unlikely true annulus was a 29mm. ¿bulging¿ annulus noted on CT probable artifact. Double wall noted in lvot, indicative of artifact. Angiogram: no bav images visualized. Calcium present in left and right coronary arteries. Calcium present in ascending aorta. Valve deployed too high. On post deployment aortogram, rupture seen with contrast extravasating into pericardial space. Observations: valve appears too large for native annulus. Artifacts present in CT make measurements difficult. This complication is related to poor quality CT that led to incorrect annular measurements. Good quality CT and measurements, along with bav during procedure to assist with sizing, and good quality tee measurement can help prevent this type of complication. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the injury appears to be related to suboptimal patient pre-screen imaging. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.